Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A patient reported that during their external neurostimulator (ens) trial the lead migrated and was causing intense pain in their buttocks. Stimulation was very uncomfortable and painful for the patient. They stated they had been to their healthcare providers (hcp) office and they were just waiting for the lead to be removed on that thursday. The trial was removed on the day of the report.